Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of "cellulitis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported to their healthcare professional that after they received an injection of juvederm® voluma¿ xc, they experienced cellulitis and was hospitalized. The patient was pre-treated with use hibiclens and alcohol prior to injection. The event has resolved.